Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple cartridge alarms (alarm 19) occurred while attempting to load multiple cartridges. Customer's blood glucose was not impacted (within 54-500 mg/dl). Reportedly, customer was able to load a cartridge and pump therapy was resumed.